Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited loss of capture. During lead revision, the lead was unable to be repositioned. The lead was explanted and replaced. The patient was in stable condition throughout event.